Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and battery failed alarm. The displacement test was performed and passed. Customer stated that self test was performed and interrupted by pump error alarm. Insulin pump had crack at back side. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was able to pass rewind, displacement, prime/seating, force sensor test, and occlusion test. However, pump alarmed failed battery test constantly after battery insertion during testing. Unable to perform active current measurement, sleep current measurement, displacement accuracy test (dat), self test due to constant failed battery test during testing. Successfully downloaded history files and traces using thus. Pump error 53 was present in history download on event date of 12/21/2021 01:01 am. Esf# (B)(4), file number=2005, line number= 5632. Failed was present during testing and in history file on 12/21/2021 01:00 am. Pump error 41 occurred on 12/21/2021 at 12:50 am on event date in history files. P-cap was tested and locked into place properly. Pump was cut to perform visual inspection. Motor was tested outside of unit and it passed. The unit had moisture damage on pcb 1. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked belt clip rails. Pump error 53 was confirmed due to software defect. Pump error 41 & failed battery test & unexpected battery power loss & battery lasts less than expected is confirmed due to moisture damage on pcb 1. Cosmetic damage is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.